Manufacturer narrative:
Duplicate MDR transmitted in error; please refer to MDR number 1218950-2019-02984 for details on this case.

Event description:
It was reported to philips that the device display is blank. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.